Event description:
It was reported that the procedure took place in the right coronary artery which was moderately tortuous and calcified with 90% stenosis. After a non-abbott guiding catheter was engaged, the advance guide wire was able to cross the lesion; however, the device became trapped in the calcified and tortuous vessel which caused the physician to torque the device several times to remove it from the anatomy. Upon removal he observed that the tip was twisted and damaged. The procedure was completed with a non-abbott device. No additional information or patient effects were noted.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.0 x 15 mm powered lacrosse; guide wire: runthrough ns; guide cath: britetip 6f jr4.0; stent: endeavor sprint 2.75x24, 3.5x12. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi-torque advance guide wire found blood and contrast on the coils which is consistent with the guide wire being used in the patient as reported. The tip was tugged on to confirm that the core was intact. Analysis confirmed the reported damaged and twisted tip as the core was bent and slightly twisted 8 mm proximal to the tip ball. The coils were stretched at the location of the bend. The maximum outer diameter of the guide wire was measured with a laser micrometer and met manufacturing criteria. Factors that may contribute to the inability to remove the guide wire from the vessel may include, but not limited to, patient anatomical morphology, lesion characteristics, and/or wire manipulation technique. In some instances, such as during manipulation through tortuous and/or tight lesions, where heavy torquing, and/or pushing/pulling is required, the clearance between the guide wire and the vessel can be reduced to an undesirable level and cause resistance. The vessel was described as moderately tortuous and the lesion was 90% stenosed which could have contributed to the reported difficulty as explained above. The reported twisted tip, noted bent tip and stretched coils is consistent with procedural attempts to remove the guide wire from the vessel as no damage was noted prior to use. Analysis also noted kink in the core, 65 cm distal to the proximal end of the guide wire which can be due to, but not limited to product handling during the procedure and/or shipment to abbott vascular for evaluation as no damage was noted prior to use. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Overall, the reported inability to remove and twisted tip of the guide wire, and noted bent tip and stretched coils appears to be related to operational context of the procedure and there is no indication of a product quality deficiency. In order to ensure that damage to the wire that could cause resistance does not occur due to a product quality deficiency, manufacturing visually inspects 100% of the guide wire tip after loading into the dispenser, and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.